Event description:
Caller reported a cgm error related to their device. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and the issue was resolved as the caller successfully started their sensor session without further errors.